Event description:
Customer reported that touchscreen of pump was cracked and shattered, making it unresponsive and illegible. Blood glucose level was reported as not exceeding 500 mg/dl. Technical support arranged for pump replacement, and customer planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.